Event description:
The complainant reported the physician was performing a therapeutic procedure on a pt suffering with cancer of the gall bladder. After encountering a problem with a first jagwire (please reference medwatch report number 6000123-2004-00088), the doctor obtained a second jagwire. The physician attempted to access a stricture contained in the mid common bile duct (cbd), but when he passed this second jagwire through the ultratome, he found that the pt's anatomy was tortuous, and significant resistance was encountered. When the jagwire hit the stricture, partial breakage at the tip of the guide occurred, but the tip was not fully detached from the device and the physician was able to remove the jagwire as a whole unit from the pt. The physician then obtained another device to continue the pt procedure, but partial breakage of that jagwire's tip also occurred. Please reference medwatch reports 6000123-2004-00090 and 6000123-2004-00091, which document a third and a fourth jagwire problem that occurred during this pt procedure. The physician was able to successfuly complete the procedure with the fifth jagwire that was obtained. The complainant indicated that there was no adverse affect to the pt as a result of the reported malfunction.